Event description:
My dad was seriously injured by a medical device optune gio that sent an unexpected electric shock to the right side of his head, just above his ear. The shock was strong enough to burn through his skin, leaving a deep, severe burn that we were told could be second or even third-degree. The area was visibly damaged--blistered and darkened--and he was in a lot of pain. What's even more concerning is that after the shock, he started acting confused and disoriented. He was having trouble keeping his balance and forming words, which is not normal for him at all. It was noted of white matter change but nothing else.